Manufacturer narrative:
(B)(4). The 900pt500 adult heated breathing tube (hbt) is used with the airvo humidifier to deliver warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. Method: the 900pt500 breathing circuit was not returned to fisher & paykel healthcare for evaluation, but the customer provided photographs showing the damage to the hbt. The photographs were visually inspected. Results: inspection of the photographs showed that the collar had been pulled completely off the proximal connector that attaches to the patient interface. Conclusion: the patient is a long-term trache patient and removes the hbt herself regularly each day to go to the bathroom. It appears that she was removing the hbt by pulling on the tubing, rather than grasping the connector. Upon receiving this complaint advice was given to the patient on how to correctly disconnect the hbt from the interface. The user manual instructs the user to "use continuous oxygen monitoring on patients who would desaturate significantly in the event of disruption to their oxygen supply." The user manual also states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases." And that "the unit is not intended for life support."

Event description:
The mother of a patient in (B)(6) reported that her daughter pulled on her 900pt500 airvo heated breathing tube and pulled the collar off the proximal connector. There was no patient consequence.